Event description:
A customer reported positively biased tsh qc and patient results on the eci analyzer. Biased results were reported, and corrected reports issued. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event showed that the customer had mistakenly entered a standard dilution of 5, causing every sample to be diluted by a factor of 5 with high sample diluent a. The customer removed the standard dilution, and qc results were then acceptable. The root cause of the event was user error.